Event description:
Reportedly, patient expired in 2008 after an implant duration of approximately 107 months, due to an unknown reason. No other details were provided.

Manufacturer narrative:
Device not returned.